Event description:
Per additional information received, no product issues were identified. The site assessed that there were no relation between the event and the device. The patient remained stable through the delay in procedure and recovered.

Manufacturer narrative:
The valve received has no pre-existing defects. The height of each leaflet has been verified and it resulted in conformity. After decontamination, the valve was visually inspected without observing any macroscopic anomalies and/or pre-existing defects according to the specifications. During the valve deployment and ballooning phase in the silicon aortic root (size 23), no problems were encountered. The valve positioning and sealing at the annulus level were guaranteed. The valve has remained fixed inside the annulus without showing significant anomalies or the tendency to create a potential path for perivalvular leak. Inserting some water in the aortic root from the outflow side, and considering the static conditions of the test, no paravalvular leaks were observed during the simulation and the water level remained stable under the leaflets free edge. Based on the investigations performed, it is possible to exclude any relationship between the device and the reported issue, in alignment with the medical judgment received. Given that the perceval pvs21 was replaced by a crown 21, assuming a supra-annular implant position of the crown valve for an improved hemodynamics, it is possible that the perceval pvs21 may have been slightly oversized. However, since no information is available on the patient's pre-operative annulus dimension, this cannot be confirmed solely on the basis of the two valves internal diameters. Ultimately, the root cause is deemed related to non-device related factors (i.e. Device malposition or secondary to patient's specific anatomy).

Manufacturer narrative:
Fields updated: b4, g3, g6, h1, h2, h6. The manufacturing and material records for the perceval heart valve, model #icv1208, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer's quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. Further investigation ongoing.

Event description:
On (B)(6) 2021, a perceval pvs21 was implanted with aortic replacement (rat-mics), three tourniquets were used. After de-clamping, transesophageal echo showed pv leak (mild) in the entire lcc and ncc. After re-clamping, the perceval valve was explanted and sizing was performed again. The perceval was judged not to be applicable, and a crown valve cna21 was indwelled instead, and the operation was completed. At this time, the cause of the perivalvular leak was not confirmed if related to stent in-folding or rather to a malposition of the device. The patient was affected with an additional cross-clamp time (82 minutes), delayed heart-lung machine time, enlarged incision (1 cm), amputation of the second rib and placement of crown valve.